Event description:
Complication of laparoscopic robotic cholecystectomy with intraoperative cholangiogram-cholangiocatheter balloon rupture during procedure. On (B)(6) 2016 underwent ercp, no foreign debris noted with balloon sweeps.